Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07397, 0001825034-2018-07399, 0001825034-2018-07400, and 0001825034-2018-07402. Concomitant medical products: vanguard cr ilok fem-rt 65, catalog#: 183008, lot#: ni. Vngd cr tib brg 14x71/75, catalog#: 183444, lot#: ni. Unknown patella catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Subsequently, patient experienced a fall due to knee giving way. No revision was reported.

Manufacturer narrative:
After further review, it was determined this product did not cause or contribute to the event.